Event description:
Caller states pt tested 6.3 inr on the coaguchek xs system while a comparison lab returned as 4.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
.